Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was on, but the display remained blank. Additional information was not provided. Multiple follow up attempts were made by tandem technical support to obtain additional information, however, a response from the customer was not received. There was no reported adverse impact to the customer¿s blood glucose level.